Event description:
The customer reported an elevated troponin I result, above the acute myocardial infarction (ami) limit, for one patient involving access 2 immunoassay system. Subsequent testing of the patient's original sample recovered a lower result within the normal reference interval. The elevated result was released out of the laboratory and questioned by the physician. There was no report of patient injury or change in patient treatment associated with this event.

Manufacturer narrative:
The customer indicated service was not required. The customer did not re-centrifuge the retest sample. The retest sample was from the original tube and not a pour-off sample. The customer indicated previous results were normal. In conclusion, the cause of this event is unknown and could not be determined.